Manufacturer narrative:
All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a patient's vitreous had ruptured. No further information was available.

Manufacturer narrative:
Through follow up it was learned that for this event there was no product quality issue. It was initially reported that the patient's vitreous had ruptured, however it was learned that the rupture occurred before the lens was used. The event was due to patient issue. Vitrectomy was required, but there was no incision enlargement and no patient post-op injury. (B)(4). All pertinent information available to abbott medical optics has been submitted.